Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had logic board corruption. There was no patient involvement.

Event description:
It was reported that the device had logic board corruption. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they detected error code 100.1250 wireless card software conflict. Upgraded device software to version 9.19 at customer request to resolve issue. Replaced display lcd module with dead pixels and unresponsive keypad. This device is being returned with the non-standard battery removed,because this battery has not been approved for use in this device.the device has been tested with an alaris products-approved battery.please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly.the use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery installation instructions. Based on the findings, service determined that the probable root cause of the reported issue was due to the software issue of the wireless card-software error (100.1250). A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device had logic board corruption. There was no patient involvement.